Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and shut down. Complainant indicated that there was no pt involvement in the reported malfunction.